Event description:
A detective called to get information regarding "a homicide from the victim's controller." Per the obituary the patient passed away on (B)(6) 2026. No further information was provided.

Manufacturer narrative:
The physical device was not received for investigation. The insulet cloud system was checked for data from the user. Data was found to be available up to 05feb2026. Cloud data from the user for the period of 01feb2026-05feb2026 was downloaded and reviewed. Review of the cloud data found that the last data point received by the cloud was generated at 15:58 on 05feb2026. The las pod activated that was captured in the cloud was activated at 22:38 on 04feb2026. The last bolus delivered that was captured in the cloud was a bolus of 1.25 u delivered at 15:43 on 05feb2026. No pod deactivation records were observed in the cloud for the last pod activated, indicating that the controller was no longer sending data to the insulet cloud system after 15:58 on 05feb2026. Review of the phb data found that the system was used in automated mode during this period and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The last estimated glucose value received by the pod from the sensor was 90 mg/dl at 15:58 on 05feb2026. The cloud data showed that all alerts and reminders captured during this period were correctly generated when conditions were met. No evidence of issues with the system was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. It is unknown if an insulet device caused or contributed to the reported death. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.